Event description:
Patient received tmj concepts device in 2005. Has had pain from the very beginning as the surgical pain has not subsided. Pain continues to get worse. Implanting oral surgeon says there is nothing more he can do. Physical therapist told patient the joint appears not to be moving and is too large for the patient's small jaw. Patient is in such excruciating pain that she's unable to hold conversations with friends and family. The pain is wearing the patient down to the point of depression.